Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation the iol was scratched while inserting the iol into cartridge. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.